Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as be hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Service was sent to the customer site. The field service engineer inspected the instrument, replaced the sample syringe plunger, replaced the sample probe, and adjusted the degasser, which resolved the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported intermittent low patient results for multiple analytes on their au480 instrument. The results were not reported out of the laboratory. There was no report of change to patient treatment. Quality control (qc) were within laboratory¿s established range prior to and after the event. Patient demographics were not provided. The customer provided initial results for two patients.